Event description:
On the barrel of the syringe are 2 dots serving an unidentifiable purpose. When holding the syringe needle up as to withdraw insulin from a vial, it can be misread as .75 units rather than 75 units.